Event description:
It was reported that there was an aseptic loosening of a femoral component which was implanted without the use of cement. During the necessary revision a cemented femoral component was implanted.